Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis and pd catheter removal (not a fresenius product), which warranted hospitalization and antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination, due to a change in the patient¿s routine. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating the liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer service and reported that the patient was diagnosed with peritonitis. Upon follow up, the pdrn stated that the patient¿s peritoneal effluent fluid culture (collection date not provided) returned positive for gram-positive staphylococcus epidermidis, and a cell count revealed an elevated wbc (value not provided). The patient was treated as an outpatient and prescribed intraperitoneal (ip) vancomycin 1000 mg once every 2 days (duration not provided). The pdrn stated that the cause of the peritonitis was touch contamination, as supported by the cultured organism. The patient recently moved, and the disruption of routine was reportedly the underlying cause of the infection. Additionally, the nephrologist felt there was biofilm accumulating on the pd catheter (not a fresenius product), and so it was surgically removed (date not provided). The patient has transitioned to hemodialysis (hd), and is receiving intravascular (IV) vancomycin 1000 mg every 2 days. The pdrn stated the events were unrelated to pd therapy or any fresenius device(s), drug(s) or product(s). Additional information was requested, however the request was declined.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.